Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator had failed bin. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bin 2.1 was failed and required maintenance. A field service engineer logged in and manually opened all bins via (hardware test application) hta. Although diagnostics were initiated, they failed to complete. Powered down both the station and the refrigerator, turned off the backup battery, and allowed the refrigerator to reset. After powering the refrigerator back up, tested the refrigerator door and bins. The customer then logged in and successfully recovered the storage space and turned the battery switch back on. The refrigerator fully boot, and once the temperature was displayed, powered up the station. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator had failed bin. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.